Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. The shock impedances had been previously stable. The patient was brought in for further troubleshooting, and normal device function was observed. It was determined that the oor shock impedances were due to electromagnetic interference (emi). The day the oor alert occurred the patient was re-wiring the electrical outlets in their house and received a external shock while working on one of the outlets. This ICD system remains in service. No adverse patient effects were reported.